Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2013 at 21:32:08. During night drain cycle one, the patient's ultrafiltration reading was 2008ml, indicating the home patient (hp) drained 2008ml more than their maximum programmed fill volue of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was received by baxter for evaluation. A review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The assignable cause was determined to be false empty detect at initial drain and the initial drain alarm volume was met. Should additional relevant information become available a supplemental report will be submitted.